Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported that the patient was in the emergency room for a possible overdose. The pump was turned off. No specific overdose symptoms were provided. The patient's outcome was not reported. Additional information had been requested, however was not yet available at the time of the report. The medications in the pump were dilaudid and bupivicaine.